Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event that the battery (B)(4) was switching prematurely to the ac adapter could not be confirmed via review of the controller log files, however the log files revealed that battery (B)(4) was involved in premature switching events on (B)(6) 2016, the power switching observed was when (B)(4) and another battery was connected to the controller. These events could be related with the patient use pattern or due to communication error between controller and battery. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Log file analysis revealed that this battery participated in a power switching event, however, no power switching events were observed involving (B)(4) and a controller ac adapter. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that during a clinic visit this patient stated that the power source was switching from the battery to ac adapter power; particularly when attached to this battery. No issues were identified upon preliminary log file review, , but frequent switches could be seen between the ac adapter and the battery. The power source connections seemed appropriate and the equipment was not damaged.&#2068;he battery was exchanged with no effect on the patient.&#842;